Event description:
It was reported that a 46-year-old caucasian female patient who underwent primary breast augmentation surgery with a 250cc mentor memorygel left breast implant and a 225cc mentor memorygel right breast implant experienced bilateral capsular contracture baker grade IV on the left and baker grade unknown on the right post procedure. As a result, patient has a planned explantation on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 13, 2023, mentor became aware that the date of surgery is (B)(6) 2023. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 fields d6b for explantation date have been updated to march 3, 2023. Field h6 health effect - impact code ¿device explantation¿ has been added field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right capsular contracture baker grade unknown, and hypertrophic scar. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 12, 2023, mentor became aware that the patient also experienced left side rupture and underwent bilateral replacement surgery with catalog number 3502501bc; serial number (B)(6) on the right side and with catalog number 3502501bc; serial number (B)(6) on the left side on (B)(6) 2023. On march 16, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on january 6, 9, 10, and 18, 2023, and reviewed by the clinician, following information has been updated: patient also experienced bilateral hypertrophic scar in addition to bilateral capsular contractures; clinical code scar tissue has been added to field h6 on this form. Impact code surgical intervention has been added to field h6 on this form since bilateral capsulotomy was performed in 2019. Type of investigation has been updated under field h6 as device is still implanted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 23, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 225cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination.   Hypertrophic scarring may result from delayed/impaired wound healing. Skin tension is frequently implicated in hypertrophic scar formation. Abnormal scar healing commonly involves areas of high skin tension. Other factors implicated in the etiology of abnormal scar formation include wound infection or anoxia, a prolonged inflammatory response, and wound orientation different from the relaxed skin tension lines. Hypertrophic scarring is a known complication associated with any surgical incision and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).